Event description:
End-stage copd pt was prescribed and used the vest during clinical visit on afternoon just before the day of the event to promote airway clearance. The morning of the event date, pt reported to have trouble sleeping and complained of back pain. Later on that day, pt was admitted to hosp emergency dept, then coded and died. Advanced respiratory clinical training manager traveled to clinic to investigate event with physician the following month.